Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that shocking was reported on the previous ins and lead replacements. The rep was aware of shocking around (B)(6) 2017. Rep mentioned that someone should have been aware of the previous shocking on (B)(6) 2017. The rep confirmed that the patient complained of shocking and burning on (B)(6) 2016. On (B)(6) 2016 patient reported to another rep that they were experiencing pain at their ins site and the battery site burning pain. The rep stated that the patient had lost weight, which may have contributed to the issue. The patient also reported not having the right coverage along with the shocking. No further patient symptoms or complications were reported in this event.